Event description:
This companion driver caddy was not in use by a patient. The customer reported that the telescopic handle of the companion driver caddy cannot be adjusted. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion driver caddy was not in use by a patient. In addition, it does not affect the functionality of the companion 2 driver and its ability to perform its life-sustaining functions. The companion driver caddy will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.